Manufacturer narrative:
The lot number for both malfunctions were provided and a lot history review was performed. The device has not been returned for evaluation, however, medical records were provided. Per review of medical records, both investigations are confirmed for difficult to remove. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced difficult to remove. This information was received from various sources. Both malfunctions involved patients with no patient consequences. One patient is (B)(6) year old female with weight (B)(6) lbs and another patient is (B)(6) year male with (B)(6) kgs.